Manufacturer narrative:
(B)(4)

Event description:
It was reported that abutment screw (iunihg) was loosened.

Manufacturer narrative:
One certain® gold-tite® hexed screw was returned for inspection with a mating gingihue® post. The collar, drive feature, and body of the screw are noted to be worn, indicating use. The threads are similarly worn and contain debris. The post is also worn, and the tines are pressed slightly inward. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: biomet 3i restorative manual instrm rev c 09/16 information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates continuous screw loosening of the post. Alleged event is non-verifiable with the information provided. A root cause for the complaint could not be determined.